Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The reporting become aware date has been corrected. Report 3012307300-2024-02830-01 was submitted 5/30/2024, the reporting become aware date has been corrected to 4/30/2024.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.